Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of a 41 mm diameter abdominal aoritc aneurysm in 2002. The diameter of the proximal non-ansurysmal aortic neck was 20 mm. Vessel morphology is unk. It was reported that there was bilateral hypogastric occlusion due to thrombosis. The left external iliac artery perforated and was repaired using a 14 x 50 mm wall stent. The left femoral artery was also perforated and was repaired with a patch. It was reported that both incidents of perforation occurred while the 22 french sheath was being removed from the pt. A 14 x 20 mm wall stent was used to push thrombus against the vessel wall. Final angiogram demonstrated no endoleak and acceptable outcome. No clinical sequelae were reported, and the pt is reported to be fine.